Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having sinus issue. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination throughout device enclosure, and airpath. The manufacturer also found evidence of fibrous (hair-like) contamination in bottom enclosure, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination, liquid ingress on blower, mineral deposits on the flip lid seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of mineral deposits inside the humidifier water storage tank are consistent with the use of non-distilled water in the humidifier. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found no error logged. The manufacturer concludes there was multiple evidence of contamination from the device. The manufacturer found no evidence of sound abatement foam degradation/breakdown. Humidifier dsxhcp (B)(6).